Manufacturer narrative:
The device will be serviced at the customer site, therefore it will not be returned to the MFR. A product evaluation is pending; results will be provided in a follow-up medwatch report.

Event description:
On aug 13, 2008, it was reported to boston scientific corp, that the prolieve thermodilitation system was not heating very well and it smelled like smoke. There was no pt involvement associated with the reported event.